Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc had foreign matter. On (B)(6) 2024, the patient used an intravenous indwelling needle for infusion treatment of premature labor. There was no abnormality in the outer packaging before use and the puncture went smoothly. After withdrawing the needle, white dirty foreign matter was found on the steel needle. There was a fear of contamination. The catheter was extubated immediately and the indwelling needle was replaced. Re-puncture. The puncture was successful and no other abnormalities were found in the child.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Ar-code--a review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information provided.